Manufacturer narrative:
Eval: smiths medical is still attempting to obtain further info from this user facility. They have stated that the sample is available for investigation. Without the event sample we are unable to determine the cause of this event. We do not know exactly where the leakage was or if it was related to a device failure or an incorrect procedure during setup. A review of our complaints database reveals no other reports on this device lot number. If the sample is returned then a follow-up report will be submitted.